Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Subsequently, the pump battery fully depleted and shut down. During troubleshooting with tandem technical support, the customer was able to successfully power on and continue charging the pump using a different wall adapter. Blood glucose was 100-200 mg/dl.